Event description:
It was reported the pt charged her ipg to full capacity in the morning of (B)(6) 2012. She reported that later that day she felt stimulation suddenly turn off. She stated she thought the issue was due to positionality as she¿s had issues with positional stimulation in the past. It was reported that troubleshooting efforts were unsuccessful at regaining stimulation. Her ipg was allegedly unable to communicate with her charger and programmer and replacement external devices were unable to resolve the issue. It was reported the pt is scheduled for an explant and replacement surgery. No further info is available at this time.

Manufacturer narrative:
Add¿l info: 1627487-12192011-003-r, and 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.